Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure towards the end of the procedure, after completing the final firing, the device was stuck on the tissue after the knife blade had retracted. The surgeon pulled the device off the tissue without opening the jaws, which ripped some of the tissue. Procedure was completed with an unspecified suture. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p92r6z. Device analysis: the device was received with small piece of dried tissue within the jaws. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. No issues were noted with opening and closing of the jaws once small piece of tissue was removed from the device. There were no anomalies noted with the functionality of the device. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint were found during the manufacturing process.